Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 (mg/dl). Customer administered a bolus and bg levels had stabilized to 176 (mg/dl) at the time the event was reported. System check with tandem technical support indicated pump was performing as expected. Recommendation was made to consult with health care provider regarding pump settings and diabetes management.